Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink that would have led to the complaint. The user reported getting scan error message and unable to receive glucose alarms with the freestyle librelink application. Successfully scanned the sensor, received glucose readings and alarm notifications using a similar configuration (samsung galaxy s9, android 10, 2.8.4.9335) and was unable to reproduce the complaint. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with redmi 9c nfc with android operating system version 10, app version 2.8.4.9335. Customer experienced a missing low alarm and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a "passing out" and sweating. The customer was able to self-treat by drinking juice orally. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with redmi 9c nfc with android operating system version 10. Customer experienced a missing low alarm and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a "passing out" and sweating. The customer was able to self-treat by drinking juice orally. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.